Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the outer tube of the cooling catheter is missing its conical tip and there is a char mark with a small hole visible 2cm up from the distal tip. An approximate 2 foot portion of the laser fiber was also returned (cut off from the reel) and a 5.5cm portion of that has broken off. On that 5.5cm portion of the ldf there is substantial burning through approximately 95% of the circumference. This appears to be a burn-out of the ldf and subsequent melting of the outer catheter, which is consistent with the event summary description of 8 ablations with no pull backs. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Patient age not made available from the site. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a laser induced thermal therapy procedure, the catheter was damaged after multiple uses. The fiber continued to function as expected throughout the procedure. The site used another kit and was able to complete the therapy as expected. Fiber and catheter were used for eight ablations along two tracks, same location (spine t2) prior to identifying the damaged catheter. It was noted that the therapy area was near bone and appeared to heat faster than usual. The fiber was not moved within the catheter between therapy treatments. 30 watt laser, 40% power setting, 2.5 minutes per ablation. The surgeon completed the procedure with the use of the thermal therapy system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Patient age provided.a portion of the damaged visualase cooled laser applicator system was returned and is currently under analysis.